Event description:
Customer reported leaking occurred during gemcitabine texium infusion. The texium male luer was connected to distal smartsite on a magnesium primary IV set. The gemcitabine infusion started and after a few minutes, the leaking was noticed at the texium/smartsite connection. Pharmacy looked at the sets more in depth and noticed the leak was at the tubing/texium connection and not the smartsite connection. There was no report of pt harm or medical intervention. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected produce be received for eval.